Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that the insulin pump was damaged. The customer¿s blood glucose level was 111 mg/dl. The customer reported that the clear plastic ring just by the pressure of the reservoir being locked came off. The customer reported that he put the reservoir in and it popped in on one side, as he tried to lock it. The customer reported that the reservoir was not able to lock in place. The customer reported that the belt clip broke. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with glued retainer to the reservoir tube. The p-cap able to lock in place. Device passed displacement test. Device had belt clip rail.